Event description:
It was reported that there was rapid battery depletion. In (B) (6) 2009, battery measured 2.71v with longevity estimate 19 months. In (B) (6) 2009, battery was at eri with reading 2.62v. Device is being replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.